Event description:
Zirconia femoral hip head component was revised on march 18, 1997 due to pain and fracture of the device. No other details available at this time.

Manufacturer narrative:
A zirconia hip head was returned for evaluation. Radiographs revealed numerous acetabular reconstruction hardware components at the implant site from prior trauma-induced acetabular fracture. Numerous metallic scuff marks were noted on the hip head's articulating spherical surface. It could not be determined with certainly whether the hardware components had contacted the zirconia head. Fractographic analysis utilizing a stereobinocular microscope did not reveal any material or mfg defects.